Manufacturer narrative:
Date sent: 6/27/2008. Info anticipated, but unavailable at this time.

Event description:
It was reported that a gastric erosion was detected approximately 2 years after implantation. It was necessary to remove the band. There were no other pt consequence reported.